Event description:
It was reported that a large volume infusor had no flow in the infusion after 5 days of infusion. There was a third of volume left based on visual inspection. The device contained sodium chloride and fluorouracil for a total of 240 ml. An adult chest wall access port was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical university. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: device manufacture date ¿ the lot was manufactured between october 7-8, 2024. H11: the device was received for evaluation. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality such as drug precipitates inside the bladder that could have caused the reported flow problem. A functional flow test was performed, and the flow rates were found to be within the product specification range. Based on the flow test result, the infusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.